Event description:
During use of the device for a non-clinical activity, the field service representative reported that pump lid was missing the rubber inserts. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Device evaluated with respect to operational environment. Note: the reported complaint was confirmed. The field service representative replaced the rubber inserts. The root cause is considered unk.